Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that as the stent graft deployed an apex of one of the supra renal stents landed just inside the ostium of one of the renal arteries causing the stent graft to slightly infold creating a type 1 endoleak. The stent graft was successfully pulled down 5 mm in order to clear the ostium of the renal artery. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Required secondary intervention) - results: endoleak.